Event description:
Additional information was received that the patient had a chronic infected surgical wound since their surgery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the submitted photo showed that the outflow graft bend relief was not connected at the outflow graft hardware. A specific cause for this finding could not conclusively be determined through this evaluation. Of note, the outflow graft hardware appeared to have scratches/score marks, suggesting that the bend relief was not connected during support; however, the duration of time that the bend relief was not connected could not conclusively be determined through this evaluation. Additionally, the reported damage to the outflow graft, resulting in bleeding, could not be conclusively confirmed through the submitted photo. A direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing on the hm 3 lvas, serial number (B)(6) until the patient passed away on (B)(6) 2023 (MFR # 2916596-2024-00195). The relevant sections of the device history records (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G and the hm 3 patient handbook, rev. G are currently available. Section 1, "introduction," lists bleeding and infection as adverse events which may be associated with the use of hm 3 lvas. Section 6, ¿patient care and management,¿ also lists infection as a potential late postimplant complication, and outlines the recommended anticoagulation regimen for patients using the hm 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 5 "surgical procedures" (under "preparing the sealed outflow graft") provides information regarding how to prepare the sealed outflow graft for implant. Section 5 (under "de-airing the pump") explains how to install the bend relief over the graft during implant. The following steps are outlined: 16. Slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. Warning! Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft. This may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. 17. Visually inspect the bend relief to confirm that it is fully connected and seated to the sealed outflow graft. To confirm, try to unseat the connected bend relief from the metal fitting by gently pulling the bend relief back toward the anastomosis and then towards the pump. The bend relief should remain captured and move approximately 0.5 mm without disengaging from the graft. Section 5 (under "securing the pump and connections") cautions that care should be taken to ensure that the sealed outflow graft bend relief remains connected during sternal closure. The IFU instructs that once the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Section 1 "introduction" provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The hm 3 lvas patient handbook outlines all system controller alarms as well as how to respond to each alarm condition in section 5 "alarms and troubleshooting". This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital due to massive tenderness underneath the left costal arch. The patient was coughing severely and often. A sars covid-19 swab test was performed and came back positive. The patient was sent to the operating room (or) and the surgeon made a left thoracotomy. The surgeon found the outflow graft bend relief to have disconnected and slipped down. The metal part of the bend relief made erosion and bleeding on the vascutek graft. The surgeon had to fix the bleeding with some felt sutures. The bend was reconnected once the bleeding was stopped. The patient was transferred to the intensive care unit (ICU) and was extubated the next morning under stable conditions. The patient was stable. The plan of care was regular outpatient clinic visits for follow-up observations.

Manufacturer narrative:
Manufacturer's investigation conclusion: the submitted photo showed that the outflow graft bend relief was not connected at the outflow graft hardware. A specific cause for this finding could not conclusively be determined through this evaluation. Of note, the outflow graft hardware appeared to have scratches/score marks, suggesting that the bend relief was not connected during support; however, the duration of time that the bend relief was not connected could not conclusively be determined through this evaluation. Additionally, the reported damage to the outflow graft, resulting in bleeding, could not be conclusively confirmed through the submitted photo. Low flow hazard alarms were reported; however, these alarms could not be confirmed as no log files were submitted for analysis. The patient is ongoing on (B)(6), with no further related complaints reported at this time. The heartmate 3 left ventricular assist system instructions for use (lvas IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 "surgical procedures" (under "preparing the sealed outflow graft") provides information regarding how to prepare the sealed outflow graft for implant. Section 5 (under "de-airing the pump") explains how to install the bend relief over the graft during implant. The following steps are outlined: 16. Slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. Warning! Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft. This may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. 17. Visually inspect the bend relief to confirm that it is fully connected and seated to the sealed outflow graft. To confirm, try to unseat the connected bend relief from the metal fitting by gently pulling the bend relief back toward the anastomosis and then towards the pump. The bend relief should remain captured and move approximately 0.5 mm without disengaging from the graft. Section 5 (under "securing the pump and connections") cautions that care should be taken to ensure that the sealed outflow graft bend relief remains connected during sternal closure. The IFU instructs that once the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Section 1 "introduction" provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The heartmate 3 lvas patient handbook outlines all system controller alarms as well as how to respond to each alarm condition in section 5 "alarms and troubleshooting". This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.